Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old female patient underwent breast augmentation revision surgery with 600cc mentor memorygel breast implant on both sides on (B)(6) 2020 and was diagnosed with left-sided breast cancer. Per the information provided, the patient developed early capsular contracture on the left side. A revision was performed and afterwards the patient developed left-sided breast cancer. Treatment involved radiation and lumpectomy in (B)(6) 2023, which later resulted in baker grade IV capsular contracture on the left side. Per additional information provided, the patient presented with two breast masses and bilateral capsular contracture. Breast implant removal surgery was performed on (B)(6) 2025. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Full UDI number "(B)(4)" has been added under field d4 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).